Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month from primary surgery the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 january 2022: lot 2108141: (B)(4) items manufactured and released on 26-july-2021. Expiration date: 2026-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 04 january 2022: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 2108587. Lot 2108587: (B)(4) items manufactured and released on 23-sept-2021. Expiration date: 2026-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.